Manufacturer narrative:
In-house donor samples and customer's returned samples were tested using anti-d series 4, lot 504696, and anti-d series 5, lot 505547, by reflexabo assay on an in-house galileo. All in-house donor samples were interpreted as expected. The customer's samples were nonreactive. Rh results were interpreted as "pending"; 4+ hemolysis observed in both samples. Manual tube testing was performed with customer's samples 1679405 and 1624405 using a variety of manufacturers' anti-d reagents, including anti-d series 4, lot 504696, anti-d series 5, lot 505547, and anti-d (monoclonal blend), lot dmb66-1. Both samples were nonreactive with all anti-d reagents tested.d testing was performed using customer's samples with capture-r select, lot sc080, and a variety of manufacturers' anti-d reagents, including anti-d series 4, lot 504696, anti-d series 5, lot 505547, and anti-d (monoclonal blend), lot dmb66-1. The samples were nonreactive with all anti-d reagents tested.the customer did not return product for investigation.the galileo operator manual states that samples that exhibit a hemolysis of 3+ or greater must not be tested on the galileo, because they may generate erroneous results.

Event description:
Customer reported an rh discrepancy on galileo. A donor that was previously rh negative is now reporting as a rh positive.